Event description:
The customer reported the system would not boot up all the way. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer. The system operates as intended.